Event description:
A pump alarm was reported during pumping, identified as alarm 30, which did not adversely impact the customer¿s blood glucose level. Cts assisted the customer in loading a new cartridge, but the cartridge alarm persisted, preventing the continuation of insulin therapy. Consequently, cts arranged for a replacement pump and confirmed that the customer would use an alternate insulin delivery method, mdi, to ensure uninterrupted therapy. The pump was under warranty, and the customer was given instructions to return the problematic pump within 10 days using a pre-paid label.